Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the hose of the device had a hole was confirmed. It was determined that there was a hole in the hose 10 inches from the bell ring and another hole in the hose near the muffler. It was determined that the device failed the safety assessment and was running at 74,502 rotations per minute (rpm) which is below the operational specification. During repair, it was observed that the pawls release and the lock cylinder were worn out causing the device to run in the safety position (power broken). Furthermore, it was observed that the vanes were worn out causing the device to run at a low rpm. It was determined that the condition of the hole in the hose 10 inches from the bell ring was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was determined that the hole in the hose near the muffler was evaluated and it was determined that the damage was due to mishandling by hitting the device against something causing the hole. It was further determined that the condition of the locking components (power broken) was due to trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running, and the condition of the worn out vanes was determined to be with normal wear. The assignable root cause of these conditions were determined to be component damage (hose damage, low power, power broken) caused by user error, and component damage (low power) caused from normal use and servicing over time, the failure was caused by worn out vanes. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the hose on the motor device had a hole in it. During in-house engineering, evaluation it was observed that the device failed the safety assessment and the pawls release and the lock cylinder were worn out causing the device to run in the safety position (power broken). This event did not occur during surgery. It was reported that there was no delay to a planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.